Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis experienced an issue where the pump was not fully inflating the cylinders, resulting in insufficient rigidity. A revision surgery was performed during which the physician explanted and replaced the pump. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to field h6: device codes.

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp presented with a capsule in the scrotum and experienced an issue where the pump did not fully inflate the cylinders, resulting in insufficient rigidity. A revision surgery was performed, during which the physician explanted and replaced the pump. There were no further patient complications.